Event description:
It was observed that during the device evaluation, the light guide cover glass of the gastrointestinal videoscope was sticky. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the identity of the foreign (sticky) material and a definitive root cause of the foreign (sticky) material remaining on the light guide cover glass could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.